Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted; therefore, direct product analysis was not possible. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a large aneurysm / size unknown) at a variant anatomy splenic artery that was connected to the superior mesenteric artery (sma). Access was gained from left axillary artery with a 14 fr 65cm gore® dryseal flex introducer sheath. The physician selected the access in case of rupture and bailout was necessary. The distal splenic artery branch was successfully coiled using both terumo azur and medtronic concerto coils. An 0.035 rosen stiff wire was then passed through the sma. A 7x39 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was selected as there was a significant taper on the vessel. The distal landing zone measured ~6.0m and the proximal landing zone measured 8.6mm, over 4cm length. The vbx device with a labeled diameter of 6.5mm was introduced into the sma and inflated to 6 atm. The 6atm was held, and then full balloon deflation was confirmed with fluoroscopy. As the balloon was retracted the vbx stent also pulled back and protruded into the aorta, with only 15.2mm remaining in the sma. The physician re-cannulated the sma distal to the vbx device and access was made from the left common femoral artery (cfa). The vbx device was pulled back into the aorta completely, with the deflated balloon still attached. The physician successfully cannulated the sma through the 14fr sheath, around the vbx device. The vbx balloon was inflated back up to 6atm to secure the vbx stent. The rosen wire was then pushed into the abdominal aorta and snared using the largest available merit ensnare. Thru wire access was achieved and the vbx device was pushed into the distal left common iliac artery (lcia) that measured 11.5mm. The vbx balloon was then inflated beyond rbp to 13atm to detach the vbx stent. This inflation/deflation method was tried several times with no success. Finally, when the deflated vbx balloon was pulled, it had detached from the vbx stent. The vbx balloon and catheter were withdrawn with no issues. The deployed vbx device was then post dilated using a 10mm x 40mm mustang balloon. Imaging showed good wall apposition and a good size match. The splenic artery aneurysm was then treated using a 10mm x 5cm gore® viabahn® endoprosthesis with propaten bioactive surface. The physician stated he was satisfied with the outcome as the distal oversizing was his bailout plan all along. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a large aneurysm/size unknown) at a variant anatomy splenic artery that was connected to the superior mesenteric artery (sma). Access was gained from left axillary artery with a 14 fr 65cm gore® dryseal flex introducer sheath. The physician selected the access in case of rupture and bailout was necessary. The distal splenic artery branch was successfully coiled using both terumo azur and medtronic concerto coils. An 0.035 rosen stiff wire was then passed through the sma. A 7 x 39 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was selected as there was a significant taper on the vessel. The distal landing zone measured ~6.0m and the proximal landing zone measured 8.6mm, over 4cm length. The vbx device with a labeled diameter of 6.5mm was introduced into the sma and inflated to 6 atm. The 6atm was held, and then full balloon deflation was confirmed with fluoroscopy. As the balloon was retracted the vbx stent also pulled back and protruded into the aorta, with only 15.2mm remaining in the sma. The physician re-cannulated the sma distal to the vbx device and access was made from the left common femoral artery (cfa). The vbx device was pulled back into the aorta completely, with the deflated balloon still attached. The physician successfully cannulated the sma through the 14fr sheath, around the vbx device. The vbx balloon was inflated back up to 6atm to secure the vbx stent. The rosen wire was then pushed into the abdominal aorta and snared using the largest available merit ensnare. Thru wire access was achieved and the vbx device was pushed into the distal left common iliac artery (lcia) that measured 11.5mm. The vbx balloon was then inflated beyond rbp to 13atm to detach the vbx stent. This inflation/deflation method was tried several times with no success. Finally, when the deflated vbx balloon was pulled, it had detached from the vbx stent. The vbx balloon and catheter were withdrawn with no issues. The deployed vbx device was then post dilated using a 10mm x 40mm mustang balloon. Imaging showed good wall apposition and a good size match. The splenic artery aneurysm was then treated using a 10mm x 5cm gore® viabahn® endoprosthesis with propaten bioactive surface. The physician stated he was satisfied with the outcome as the distal oversizing was his bailout plan all along.

Manufacturer narrative:
D9 was updated; device was returned. H6 - code b01: an engineering evaluation was performed: the primary reported device failure mode, related to balloon stiction, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory and because the endoprosthesis remains implanted in the patient. The root cause of the primary reported device failure mode could not be established with the available information. The secondary reported device failure mode, related to post-deployment device migration, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory and because the endoprosthesis remains implanted in the patient. The root cause of the secondary reported device failure mode could not be established with the available information. The returned catheter also exhibited a kink. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported balloon stiction and associated troubleshooting, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.